Manufacturer narrative:
It was determined that the device was discarded and not available for examination. However, the lot number was able to be obtained from the reporter. A review of the manufacturing records indicated that the product met specifications upon release. UDI # (B)(4).

Event description:
Per follow-up with the reporting facility, it was determined that the tubing was not ¿disconnected¿ but actually ¿loosened¿. In addition, it was noted that the patient was sedated at the time of the event.

Manufacturer narrative:
To date there has been no word if the device was saved for examination. If the device is returned a follow up submission will be filed. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. If the pressure tubing becomes detached during use, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. It is not known if some procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use, the tubing of the dpt disconnected at the 3-way stopcock on a radial artery catheter when the patient was moved. It was communicated that there was no consequences for the patient. Additional information has been requested of the hospital. No patient demographic information has been obtained to date.